Event description:
It was reported that during a colectomy procedure, there was a misfunction. Laparotomy, colectomy, anastomosis, knight method with device and blue cartridges. The leak test was ok. Eight days post intervention, the patient had a fistula, due to the intervention. Unknown how case was completed. No further information is available.

Manufacturer narrative:
Information not available, device not returned for analysis.